Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was cracked. The display was dim and discolored. The keypad was peeling, but all of the buttons were fully responsive to user presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2015.